Event description:
The pt reported that over the last month, she has experienced an increase in spasticity with her legs bending straight back and a sharp pain at catheter incision "for months". Xrays were taken in 2006, type and results are unk. The pt is very upset and reports that this is "far worse" than before pump implanted. A follow-up will be sent if additional info becomes available to us.